Event description:
Pt transferred here in early 2009, after cath at outlying facility revealed a heavily calcified 99% mid-lad lesion, and a 50% ostial lad lesion. Lesions dilated with 1.5x9 maverick otw, 2.5 x 20 quantum maverick otw. A 1.5 mm rotablator burr used. Dilated again with 2.5x20 quantum maverick otw. A 2.75x20 taxus liberte otw deployed in mid-lad, a 3.0 x 24 taxus liberte otw deployed in prox-lad in an overlapping fashion. Cero percent residual stenosis with brisk distal flow. Treated with angiomax, plavix, pt allergic to asa. Discharged to home the next day. Returned to outlying hospital's ER the following day, with complaint of chest pain same as previous mi. Transferred here for further eval and treatment. Films here reveal 100% stenosis at the origin of lad. Dilated with 2.5 x 15 maverick otw, thrombectomy performed with angiojet, and high pressure inflation with a 3.0x20 quantum maverick otw. Lucency noted in mid-portion of stented segment felt to be possibly due to incomplete overlap of the two stents. A 3.5x8 taxus liberte otw deployed at juncture of two stents. A second 3.5x8 taxus liberte otw deployed at proximal end of stented segment. The stents were then dilated with a 3.5x20 quantum maverick otw. Final films reveal 0% residual stenosis with brisk distal flow.